Event description:
A discrepancy in typing results using dpb1 allset gold ssp kit (catalog #54070d, lot #008 1204422) was reported in customer complaint #(B)(4). The customer reported a potential false negative reaction in lane 4. The sample in question would have typed as a 13:01, 31:01 if lane 4 were positive. Lane 4 was not positive; therefore, it resulted in a no type. (B)(4). The internal investigation of customer complaint (B)(4) identified catalog #54070d, lot #008 944914 as a product affected by the same issue.

Manufacturer narrative:
Investigation of customer complaint (B)(4) indicated product dpb1 allset gold ssp kit (catalog #54070d, lot #008 944914) may be impacted by four potential product issues related to incorrect labeling of allele reactivity if tested with one or more of 3 dpb1 alleles: lane 4 (primer mix dpb004) product a false negative when tested with a dpb1 88:01 allele. A no type result would be encountered if a sample with this allele were tested with this product and lot number. Lane 27 (primer mix dpb027b) produced a false negative when tested with a dpb1 88:01 allele. A no type result would be encountered if a sample with this allele were tested with this product and lot number. Lane 39 (primer mix dpb039a) produced a false negative when tested with a dpb1 88:01 allele. A no type result would be encountered if a sample with this allele were tested with this product and lot number. Lane 39 (primer mix dpb039a) produced a false negative when tested with a dpb1 29:01 allele. A no type result would be encountered if a sample with this allele were tested with this product and lot number. Root cause is determined as incorrect reactivity prediction for scenarios as described above due to a correction to kit documentation being missed. The incorrect reactivity of pmr014g was a result of the migration of primer mix data score (legacy software program) to hos (current software platform). In score reactivity was assigned at primer mix level, causing the pattern to be rejected at mix level as in hos. The primers used in the mix were changed during design with primer 3'r209a2 being removed at one point and then put back. Because the pattern wasn't rejected at primer level, linkage to the mix pattern was broken and thus reactivity was incorrectly assigned.